Event description:
Device #1 malfunction: premature, partial deployment. Time of malfunction: during repackaging. Symptoms/ae: na. It was reported that during unpacking, it was observed that the xpert stent had prematurely, partially deployed. A second xpert stent was repackaged and this stent was also observed as prematurely, partially deployed. The devices were not used and there was no patient involvement. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Without device examination, a conclusive root cause could not be determined. A review of the device lot history record did not reveal any non-conformity which could have contributed to this complaint. The second xpert stent (part 20517-01, lot 504434) referenced is being filed under a separate medwatch report.